Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports the screen is hard to read. It has two vertical lines on the right hand side. Changing the battery does not resolve the issue. Pump is not expected to return.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received with partial display with vertical lines due to corroded electronic assemblies. Unit received with corroded battery tube and corroded motor home switch.